Event description:
It was reported that this inflatable penile prosthesis (ipp) presented difficulty when deflating. A revision was performed to remove and replace pump and reservoir. There were no patient complications reported.